Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and color variation between the tubes shown was observed but the slight variation in the color of the hemogard shield are within acceptable injection molding requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes shield/cap stopper is different color/shade or faded. This event occurred 1500 times. The following information was provided by the initial reporter: translated to english. The customer stated "the gel tube stoppers 360059 and 367983 are in different shades of yellow and the pvp tube sorting device is not identifying a good part of them. 1500 tubes/day are being separated manually, causing inconvenience to the customer. The color variation occurs between the tubes of the different catalogs and there is also a divergence between the stoppers of the same catalog."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes shield/cap stopper is different color/shade or faded. This event occurred 1500 times. The following information was provided by the initial reporter: translated to english. The customer stated "the gel tube stoppers (B)(4) are in different shades of yellow and the pvp tube sorting device is not identifying a good part of them. 1500 tubes/day are being separated manually, causing inconvenience to the customer. The color variation occurs between the tubes of the different catalogs and there is also a divergence between the stoppers of the same catalog."